Event description:
The pt reportedly experienced facial weakness following the implant surgery. The pt was prescribed acyclovir and orapred. The pt's parents reported the pt's facial weakness improved following the use of medications.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's audiologist confirmed the pt is no longer experiencing facial weakness or facial stimulation. The pt remains implanted.